Event description:
Report received of 5 undocumented incidents of tubing ruptures while in use with acclaim encore pumps with no pump alarms. The customer was unable to specify the IV solutions or the infusion rates. The "ruptures" occurred distal to the acclaim encore pumps. The customer reported that "the tear occurred between the peripheral IV site and the distal clave port". It was reported that "the tubing appeared to be stretched, as if it ballooned out, and then just ruptured". There were no reported pump alarms. The tubings had been in use between 24 and 48 hours. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.